Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6221264, medical device expiration date: 2020-07-31, device manufacture date: 2016-08-08. Medical device lot #: 8018996, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-18. (B)(4). Investigation summary: unconfirmed: bd could not confirm the reported condition investigation conclusion: as no samples were provided, analysis is based on the customer photo. Visual analysis appears that all moulded components and springs are complete, undamaged, and correctly assembled. Device spring has not been activated but without further analysis of the sample this observation cannot be linked to the problem symptom. Therefore, the conclusion of the investigation into product moulded and assembled at bd (B)(4) is unconfirmed.

Event description:
It was reported that 2 ultrasafe plus x100l png clear experienced separated/broken safety devices. The following information was provided by the initial reporter: the syringe fell out in the plunger direction. The syringe fell out after attaching the plunger for one of the 8 mg products, the other two fell out beforehand.